Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. Patient's device is out of warranty. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The receiver is out of warranty. The warranty expired on (B)(4) 2014. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the receiver product specifications that the receiver has a limited warranty of 12 months.